Event description:
It was reported that balloon rupture occurred. The chronic total occlusion stenosed target lesion was located in the anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured during first dilatation at 6 atmospheres. The device was removed and replaced with a 2.0mm x 30mm x 143cm fg coyote nc (nc quantum apex) which also ruptured during second dilatation at 8 atmospheres. The procedure was completed successfully with same size different device. There were no patient complications nor injuries reported.